Manufacturer narrative:
A.2: this value is the average age of the patients reported in the article as specific patients could not be identified. A.3: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. D4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Steven d. Glassman, leah carreon, mladen djurasovic, mitchell j. Campbell, rolando m. Puno, john r. Johnson, john r. Dimar posterolateral lumbar spine fusion with infuse bone graft the spine journal doi:10.1016/j.spinee.2006.06.381 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "posterolateral lumbar spine fusion with infuse bone graft." The following medtronic devices were used: infuse bone graft, cd horizon/legacy pedicle screw/rod fixation system. Among all medtronic device patients, adverse events/device product performance issues included: nonunion was detected in 4 patients during surgical exploration.  Screw lucency: observed in 5 patients. Fatigue failure of screws: observed in 2 patients. No further information was provided pertaining to medtronic products..